Manufacturer narrative:
The axium coil was received and evaluation of the device was completed. As received, the axium prime implant coil returned in a contradictory condition to the original reported event. The pushwire returned found bent at proximal end and implant coil detached and missing from the pushwire. The coin was found to be located against the lumen stop with the shield coil present and with the implant coil detached and missing. It appeared that the implant coil had broken loose from the coil shell at the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up was conducted for additional complaint details based on the separated and missing implant coil of the returned device. Information was received that the implant coil was returned; however, we could not able to locate the implant coil in the returned device. We were unable to determine the cause of detachment of the implant coil. It is possible the implant coil was lost during device during shipping back to medtronic for evaluation. It is also possible that pushwire became bent and the implant coil subsequently detached from the pushwire during shipping back to medtronic for evaluation, as the bend in the pushwire and the implant coil detachment were not reported at the time of the event. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, this coil became stuck inside the introducer sheath and could not be inserted through the microcatheter. A new coil was opened, and the procedure was continued. No patient injury was reported. The coil was returned to the manufacturer for evaluation and was found to be detached and missing from the pushwire.